Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for 2nd, 3rd and 4th proximal phalanges fractures with the drill bit in question. During the surgery, the drill bit broke. The surgery was completed within 30 minutes delay. After the surgery, the surgeon found that the fragment of the drill bit remained in the body by x-rays. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).